Manufacturer narrative:
Insulin pump received with intermittent button response due to moisture damage keypad trace. No unexpected numbers ramping or scroll bar moving during testing. Insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
It was reported the number on the insulin pump were ramping and the scroll bar moves up and down with no input of user. Customer's blood glucose was 9.8mmol/l. Events occurred during normal use. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.